Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. The patient's attorney did allege injuries, infections, abscess, adhesions, and hernia recurrence; however, no details have been provided. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed". No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2007 or (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol ventralight st (device #2). It is alleged that the patient suffered from infections, abscess, adhesions, and hernia recurrence. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and ventralight st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient..